Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had a normal pump replacement and a 8578 connector ¿put on¿. The patient¿s dose did not change from 1849 mcg per day and at the time of the replacement the catheter appeared to be working, patent and was cleared of medication. It was also noted prior to clearing the medication a brisk flow of cerebrospinal fluid (csf) was observed. Following the replacement, the patient presented at the health care provider¿s (hcp) office with possible overdose symptoms. The symptoms included somnolence and low oxygen levels. The hcp decreased the patient¿s infusion rate to 1000 mcg. At 3:00 am on the date of this report the patient then presented to the emergency room with possible overdose symptoms and was transferred to the pediatric intensive care unit (picu). The hcp then decreased the patient¿s dose to 100mcg. The patient remained in picu as of the day of this report. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient left the picu and appeared to be doing better and to be getting towards a stable dose.